Event description:
It was reported that device migration occurred and surgical intervention was performed. The target lesion was located in the iliofemoral artery. A 7.0x60x75cm and a 7.0x40x75cm express ld iliac / biliary stents were implanted for treatment. However, during withdrawal, device migration occurred and the surgical femorale cut down was performed. The procedure was completed with no further patient complications reported. The patient's status was stable.